Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received no delivery alarms. She would deliver a bolus but it would stop at 9. Customer's blood glucose level was 441 mg/dl. The infusion set cannula was bent. The customer treated her blood glucose level with a bolus. The alarm was resolved by changing the infusion set and reservoir. The device was not returned.